Manufacturer narrative:
Corrected data: lot#, expiration date, manufacturing date. An event regarding infection involving a dall miles cable was reported. The event was not confirmed. Method & results: -product evaluation and results: the reported device was not returned; however, photographs were provided for review. The photographs show the explanted devices, including both stryker and competitor devices. It appears that the dall miles cable has been fractured, likely during the explantation process as in-situ fracture was not reported. -clinician review: a review of the provided medical records by a clinical consultant indicated: "confirmation of event: I can confirm that the patient had a right total hip arthroplasty because I was able to see an x-ray with the implant in place. I cannot confirm the infection or the explanation since I have no documentation other than the product inquiry summary. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of infection approximately two years following implantation are multifactorial including surgical technique and patient host factors including lifestyle, activity level in bmi. Infection this far after implantation usually comes from a remote source. I would not assign any causality to the implant itself." -product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. -complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: it was reported that the patient was revised due to infection. A review of the provided medical records by a clinical consultant indicated: "confirmation of event: I can confirm that the patient had a right total hip arthroplasty because I was able to see an x-ray with the implant in place. I cannot confirm the infection or the explanation since I have no documentation other than the product inquiry summary. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of infection approximately two years following implantation are multifactorial including surgical technique and patient host factors including lifestyle, activity level in bmi. Infection this far after implantation usually comes from a remote source. I would not assign any causality to the implant itself." All stryker products are sold as sterile either by being validated to a minimum sterility assurance level sal of 10^-6 or aseptically filled under a validated process in accordance with applicable external standards. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: after the prosthetic implant in 2022, the patient only went for a check-up in (B)(6) 2024, presenting signs of septic inflammation with fistula formation in the periprosthetic area (fistula along the surgical scar). It was therefore necessary to perform, on (B)(6) 2025, complete prosthetic explantation, placement of an antibiotic cement spacer, synthesis with cerclage of the sculpted femoral bone window in order to proceed with stem explantation, surgical cleaning.